Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection found the sampling line tube had fractured off at the joint with the blood inlet port on the reservoir. No other damage was noted on the rest of the device. Magnifying and electron microscopic inspections of the fracture cross-sections of the sampling line tube did not reveal any embedded foreign particle or entrainment of air bubbles which would have contributed to the generation of the fracture. It was revealed that some segments were in the smooth state and other segments in the rough state. On the smooth surface some streaks were found to have been generated, starting at one point. This implies that the fracture developed, starting at this point, in the direction of the streaks. Simulation testing was conducted. The state of the fracture of the sampling line tube of the actual device is experientially known to be consistent with the state when the tube was fractured as a result of been exposed to a shock force under a cold temperature. The sampling line tube of a current product sample was exposed to a shock force at the joint of the tube and the reservoir inlet port after it having been left under a low temperature of 4°c for 12 hours. The sampling line tube became fractured at the joint. Electron microscopic inspection of the fracture cross-section found the state of the surface was very similar to the actual device. A review of the device history record and product release decision control sheet from the reported product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lo number combination. There is no evidence this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the actual device was cooled by having been left under a low temperature during transportation, and in the cooled state, it was subjected to a shock force and became fractured. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a leak in the capiox device prior to a procedure. Follow up communication with the user facility confirmed the following information: upon priming the device the perfusionist noticed a leak of volume from the recirculation line of the manifold to near the venous return inlet; the prime line was reported to have been broken; the perfusionist changed the reservoir and oxygenator; and there was no patient involvement.